Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that patient experienced elevated blood glucose levels of 385 mg/dl after an infusion set change. The patient noticed insulin smell and wet condition at the infusion site, confirmed that the leak was from the infusion site, not the tubing. The infusion site was changed and rotated, and a physician-recommended bolus was delivered after placing a new cleo infusion set, which resolved the issue. There was a patient involvement and there were no additional adverse consequences.